Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while attempting to record a 12 lead ECG (electrocardiogram), the device shutdown and reboot. There was no harm nor impact alleged at this time.

Manufacturer narrative:
Updated event date from 03apr2026 to 30mar2026.